Manufacturer narrative:
It was reported that a revision surgery was performed on right hip due to pain, skin rash and elevated metal levels. During the revision, the anthology stem, acetabular cup, modular sleeve and hemi head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head, cup, sleeve and stem were performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the cup, head or stem. Similar complaints have been identified for the sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The reported elevated chromium and cobalt levels, and hip pain may be consistent with findings associated with metallosis. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported elevated metal ions cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the post-operative pain from the revision/healing cannot be determined. No further clinical assessment is warranted at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed on right hip due to pain, skin rash and elevated metal levels.